Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a cadd pump displayed an air in line error message. This error triggers a high-priority alarm and could potentially interrupt therapy. The event occurred before the infusion began in a clinical setting. There was no reported patient involvement and no harm.